Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient's device is dead and when the patient uses his remote it doesn't show anything (i.e. It will not display MRI eligibility status). The caller also reported the patient is getting an MRI scan of his prostate. No patient symptoms were reported. No further complications reported. Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the patient was able to get their implantable neurostimulator (ins) jump started and put into MRI mode. The hcp stated that the patient didn¿t report any symptoms to them and that they were just waiting for their device to be removed. No further complications were reported or anticipated. Additional information received from a consumer and health care provider. It was reported that the patient had not charged his device for about a year. Patient stated they were trying to get neurostimulator (ins) recovered from overdishcharge so they could have an MRI done. Patient reported he has had to recover his ins before in this manner, but can't remember how to do it. It was reviewed with the patient they need to work with a representative or healthcare provider to have this done. Additional information was reported. It was reported that the patient's implant was nonfunctioning and that it had been dead for 9 months. It was reported implant removal was scheduled for (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the device was able to be jump started. It was reported that affected implant was implanted on (B)(6) 2017. It was reported implant remains implanted but non-effective, removal scheduled for (B)(6) 2018.